Manufacturer narrative:
(B)(4): device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced tinnitus and dizziness with device use subsequent to sustaining a head trauma on (B)(6), 2014.the device was explanted on (B)(6), 2015.

Manufacturer narrative:
The report is filed (B)(6) 2015.